Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization and priming anomaly from the insulin pump. The customer stated that he was not able to rewind. The customer had the block feature on and was able to get it turned off. The customer stated that the battery was low and was advised to change out the battery. The customer stated that he was in the hospital due to a wound. The call was dropped.